Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient experienced a shock from the device. The patient also reported feeling a stinging / tingling under the implantable neurostimulator (ins) and at night, feeling a stinging / tingling in the head. The patient turned off the ins for 15 seconds and then turned down the stimulation by 10 points. Since turning down the stimulation, the patient is feeling the stinging every 30-60 minutes. Follow-up revealed that the patient went to see the health care provider (hcp) and the stimulation was turned off and then back on and it resolved the symptoms. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the healthcare provider (hcp) in response to follow-up reviewed again that the issue resolved by turning the system off and the back on again. It was also reported that the cause of the shocking had not been determined.